Event description:
A broken touchscreen was reported by the customer, as the screen was cracked and non-functional, remaining black when the pump was started. There was no reported impact on the customer's blood glucose level. A replacement pump was sent.